Event description:
It was reported that during a ptca/stent procedure, involving a heavily tortuous and calcified circumflex, a balloon catheter was used for pre-dilatation and a dissection occurred. A stent was used to treat the dissection. When the stent delivery system (sds) was removed, a perforation, through the pericardium, was observed. A balloon catheter was used to successfully treat the perforation.